Event description:
It was reported that the led had broken and was disassembled form the device and found during testing conducted at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the led of the device is out was confirmed by device evaluation. During the functional inspection was observed that the tracker board was damaged. Any physical impact to the tracker can cause product damage.

Event description:
It was reported that the led had broken and was disassembled form the device and found during testing conducted at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.